Manufacturer narrative:
During inspection and testing, the image was lost. A review of the device history record found no deviations that could have caused or contributed to the loss of image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image was lost due to a damaged cable and deformed camera unit. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (poor contact) was not confirmed during testing. Service found the coupler mount was deteriorated, there were screws missing and incorrect parts were assembled. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that, during the morning check of the device, there was poor contact with the connector. The user installed a new cable which did not resolve the issue. There was no harm or user injury reported due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the image was lost. This report is being submitted for the malfunction found during evaluation (loss of image).